Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('her coil perforated from one of the tube') and pregnancy with contraceptive device ('she got pregnant') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the fallopian tube perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered fallopian tube perforation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ ones was/ were reported via social media report: fallopian tube perforation, pregnancy with contraceptive device, device ineffective. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.